Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded a smart pass disabled episode due to a significant change in morphology and amplitude reduction with undersensing. It was also noted that the patient received three inappropriate shocks due to what appears to be oversensing of noisy signals. The health care professional (hcp) reviewed possible vectors and reprogrammed this device to the secondary sensing vector. This s-ICD system remains in service. No additional adverse patient effects were reported.